Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): lens remains implanted.

Event description:
The reporter stated the technician loaded a cc4204a collamer aspheric single piece lens and cracks were found in the lens. The lens was implanted and the patient's vision was not affected. There was no patient injury. The reporter stated most likely the cause of the cracks in the lens was due to the type of forceps being used and the loading technique. The reporter stated the nursing staff was retrained and the problem with the lens cracking has been resolved.